Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out, high pacing thresholds and loss of capture were identified on this right ventricular lead. The lead is expected to be replaced at a later date. No resulting adverse patient effects were observed.